Manufacturer narrative:
(B)(4).

Event description:
It was reported "new cvc had proximal port break away from the tubing. The line had to be rewired, and a new one put in place." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "new cvc had proximal port break away from the tubing. The line had to be rewired, and a new one put in place." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 3-lumen cvc catheter for analysis. Signs of use were observed. The catheter body appeared intentionally severed. Visual and microscopic analysis revealed the proximal extension line was separated from the luer hub, and no portion of the extension line was visible within the luer hub. The separation point on the extension line appeared smooth and uniform. The luer hub was cross-sectioned and microscopic analysis confirmed no portion of the extension remained molded within. The outer diameter of the proximal extension line measured 0.085", which is within the specification limits of 0.084"-0.088" per proximal extension line extrusion product drawing. The inner diameter of the proximal extension line measured 0.058", which is within the specification limits of 0.055"-0.059" per proximal extension line extrusion product drawing. The proximal extension line and the luer hub were measured together. The length of the proximal extension line from the juncture hub to the proximal end of the luer hub measured approximately 6.5", which is within the specification limits of 6.49"-6.51" per proximal extension line product drawing. Therefore, no pieces of the proximal extension line appear to be missing. Manufacturing was contacted as a part of this complaint investigation. They stated no remains of the extension line within the luer hub could indicate improper placement of the extrusion within the luer hub during the molding process. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the proximal extension line was separated from the luer hub, and no portions of the extension line were visible within the luer hub. The separation point on the extension line appeared smooth and uniform. Based on the appearance of the damage, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.